Event description:
Event was reported to caldera medical by an attorney. The patient experienced vaginal and pelvic pain, infections, bleeding, urinary problems, recurrence of incontinence, pain during intercourse, and general abdominal pain. No further information has been provided.